Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au480 chemistry analyzer and replaced the ise tubing to resolve the issue. The fse cleaned the ise module and removed crystal formation on the ref bottle tubing connection. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported that one patient had erratic results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) involving their au480 clinical chemistry analyzer. The sample was repeated on another au analyzer with normal results. The erratic results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.